Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received radiation therapy and a power on reset error occurred. There was no patient impact reported.